Manufacturer narrative:
No product sent, case closed with statement.

Event description:
The device is still implanted.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
A patient reported that her implanted valve, implanted around 2016, was not functioning properly and the felt a worsening of hydrocephalus symptoms. The device is still implanted and she scheduled an appointment at her doctors office in mid-september. Limited information regarding the valve and other data.